Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic on (B)(6) 2021 and channels with abnormal impedances and an elevated gpi were found.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user visited the clinic on (B)(6) 2021 and channels with abnormal impedances and an elevated gpi (ground path impedance) were found. Worsening of hearing performance was first noticed by the mother on (B)(6) 2021. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user visited the clinic on (B)(6) 2021 and channels with abnormal impedances and an elevated gpi were found. Worsening of hearing performance was first noticed by the mother on (B)(6) 2021.